Manufacturer narrative:
During post dilating a venous stent in the iliac vein with a maxi ld 7f 18 x 6 80 cm, it was reported that the balloon ruptured. The patient was not affected by the balloon rupture. The iliac vein was stenosed which was treated with a stent. The product was stored, handled, inspected and prepped according to the IFU (instructions for use). The product was opened in the sterile field. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17629351 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as calcification or a previously deployed stent can damage the balloon. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Carefully advance the catheter through a sheath or through the percutaneous entry site. Note: gentle counterclockwise rotation of the balloon may ease introduction through the sheath or percutaneous entry site. Note: perform all further catheter manipulations under fluoroscopy. Carefully advance the catheter to the selected site. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Note: the rated burst pressure is printed on the package label. In vitro testing has shown that with 95% confidence, 99.9% of the balloons will not burst at or below the rated pressure. Balloons should not be inflated in excess of the rated burst pressure.¿ neither the DHR nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
During post dilating a venous stent in the iliac vein with a maxi ld 7f 18 x 6 80 cm, it was reported that the balloon ruptured. The patient was not affected by the balloon rupture.  The device will not be returned for analysis. The iliac vein was stenosed which was treated with a stent.  The product was stored, handled, inspected and prepped according to the IFU.  The product was opened in sterile field.  No additional information is available.